Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
Part of the diaphragm was broken. Patient consequence: no. Procedure: nephrectomy.